Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she continued to wear the insulin pump after the event, and her blood glucose levels were normal. The customer also stated that she had a stoke. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.